Event description:
From facility MDR: "pt in 2004, underwent a diagnostic heart cath that progressed into an intervention of a proximal lcx vessel with in-stent restenosis. The site was predilated with a maverick2 2.25/12 mm balloon; followed by deployment of a cypher 3.0/18 mm stent. The site was post dilated with a nc monorail 3.25/9 mm balloon. This balloon wa inflated twice, the first at 16 atms for 34 seconds. When an attempt was made to pull back the balloon, it would not move. The balloon was advanced back into the stent and inflated a second time at 18 atms for 30 seconds (to release the balloon from its entrapment). While under fluoro, the balloon was seen to rupture during this second inflation. The balloon catheter would still not pull back into the guide catheter; it was torqued twice in attempt to free it from the stent. The balloon catheter then moved freely and the guide catheter and the balloon catheter were withdrawn from the coronary artery. Upon removal of the device, it was noted that the balloon was not on the catheter. Fluoroscopy revealed a retained balloon portion causing a filling defect, but with adequate flow distally. Immediately the cv surgeon was called for consult and second opinion. Multiple attempts were made to retrieve the remant of the balloon without success. Although hemodynamically stable throughout the procedure, the pt did continue to have 2/10 chest pain. Futher intervention was not performed due to the risk of injury to the pt. The pt continued to have chest pain through the night with nausea, vomitting and hypertension. Morning labs showed an elevation in all cardiac enzymes. The pt was sent for successful CABG surgery the next morning due to several other issues. The retained balloon portion was bypassed, not removed. The pt experienced no sequella and the current pt status is well. No additional info will be provided from the facility.